Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting high impedance and threshold measurements. Upon examination, a break was noted at the connector. The lead was replaced with a new endotak model 145.